Manufacturer narrative:
(B)(4). Complaint sample was not returned to codman; therefore, an evaluation of the device could not be performed. A review of manufacturing records found no discrepancies when the device was released to stock. The cause(s) of the difficulty reported by the customer could not be determined. If the complaint sample becomes available, this complaint will be reopened, and the respective evaluation performed. Trends will be monitored for this and similar complaints. At present, we consider this complaint to be closed.

Event description:
It was reported that a rickman valve leaked csf post implantation. This is a biomarin study patient, with medical history including neuronal ceroid lipofuscinosis and vomiting and pyrexia. The patient underwent implantation of intracerebral ventriculostomy (icv) set (reservoir and catheter) codman rickman (model 82-1625) and lot number 127502. The patient experienced a leak of csf from the valve. The intensity was reported as grade 2. The subject vomited during the night following the infusion and csf leak. The leak settled as did the subject. The subject was reviewed by the neurosurgical team several times. They put in a subcutaneous stitch to help with the fibrosis over the dome. The patient was unwell at the time so was hospitalized as a precaution. The neurosurgeons were going to be consulted again in two weeks if the leak reappeared. Cerebral spinal fluid (csf) cultures were negative. To date the device remains implanted.